Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implant removal due to concern with the product.

Event description:
Healthcare professional reported bilateral rupture and implant removal due to concern with the product. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, brown particles in the shell, opening curved and broken plug strap (total separation). Leak test and microscopic analysis was performed which identified; striated opening on anterior and striated broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated broken plug strap (total separation) assessed as surgical damage consist in the use of some surgical tool and a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported bilateral rupture and implant removal due to concern with the product. Device has been explanted. This record is for the left side.